Manufacturer narrative:
Actual device has been returned for eval, however, the eval is still ongoing. Eval results will be reported when complete.

Event description:
The clinician was drawing blood when they noticed a leak from the back of the needle. When needle pulled out it splashed into the face of the clinician. Clinician went to the hospital was seen by the doctor and later determined that the exposure was not a risk.